Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, (B)(4). A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6). (B)(4).

Event description:
Event description: the physician intended to use the protege gps during a peripheral intervention therapy. It is reported that a premature partial deployment occurred. No intervention or patient injury is reported.